Event description:
It was reported that a patient was operated for asd during which she had gone into chb , so she had been implanted with pacemaker sn (B)(4) with an epicardial lead. Initially threshold was good which then started increasing gradually with every checkup, so output was increased. The recent follow-up of the patient the pacemaker has reached ert.